Manufacturer narrative:
Describe event or problem. Device returned to manufacturer. The device has been received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that both screw shafts remained in the patient.

Manufacturer narrative:
Additional narrative: patient ID/initials are unknown. (B)(4). Device broke during insertion; device not considered implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6). Sterile part 400.807s, lot 8016176: manufacturing location: (B)(4). Supplier: (B)(4). Manufacturing date: august 09, 2012. Expiry date: july 01, 2022. Non-sterile part 400.807exs, lot 7984454: manufacturing location: (B)(4). Manufacturing date: july 06, 2012. No non-conformance. Reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follows: it was reported that the devices were used in surgery for both the second proximal phalanx and the third proximal phalanx fractures on (B)(6) 2016. The surgeon applied a modular hand system (mhs) 1.5 t-shaped plate and screws. While inserting two cortex screws he tried for extra fastening to complete the screw fixation; however, he did not feel torque resistance. Then both of the screws fixed on the phalanxes broke in the screw-head area; the heads were removed, but one of the shafts remains in the patient. No other medical intervention was required. Patient outcome is good but part of the one screw is still inside the body. The procedure was successfully completed. There was a surgical prolongation of ten (10) minutes reported. Concomitant devices: mhs 1.5 t-shaped plate (part/lot unknown, quantity 1); screwdriver (part/lot unknown, quantity 1). This is report 2 of 2 for (B)(4).

Manufacturer narrative:
A manufacturing evaluation and product investigation were completed: the product (only the screw head) was returned in a packaging different from the original packaging. The shaft of the screw was not delivered (reported it remained in the patient). A device history record (DHR) review was performed for the affected lot, no abnormalities or deviations were detected, which could lead to the complaint failure. All complaint relevant dimensions were measured, and fulfill the specifications. The raw material certificates were checked and it was found that all used raw material fulfilled the specifications. Based on this the complaint is rated as confirmed but not valid from the manufacturing point of view. No manufacturing related issue was identified and/or confirmed. The exact root cause for this breakage in the screw head area like reported could not be found. It is likely exceeding mechanical force led to the breakage. Based on the provided investigation, no manufacturing related deviation was found. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.